Manufacturer narrative:
Concomitant medical products - model: dtba1d4, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was completed to the patients clinic after receiving an alert notification. The physician / clinic was notified that the patient's right ventricular (rv) lead had triggered an alert for low pacing impedance when the rv tip-to-rv coil pacing impedance exceeded the programmed lower threshold. An allied health professional (ahp) later phoned in regarding the alert. The ahp noted that the lead has chronically low impedance. The lead remains in use. No patient complications have been reported as a result of this event.